Event description:
A 2.0 x 15mm fire star balloon burst during inflation at nominal burst pressure while treating a 99% stenosed, calcified lesion. The vessel was described as tortuous. The device had prepped normally prior to use. There had been difficulty crossing the lesion due to the stenosis and calcification. The balloon partially inflated prior to bursting. The balloon re-wrapped properly and was easily removed with no pt injury.

Manufacturer narrative:
The device has not yet been returned for evaluation. Any additional info will be submitted within 30 days of receipt.